Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A family member of the customer called in for programming of the insulin pump. The customer was hospitalized for non-diabetes related conditions as well as hyperglycemia. The family member was assisted with the programming. The customer's blood glucose level was 389 mg/dl. No further information was provided.